Manufacturer narrative:
The field complaint of power issue and physical damage was verified as the event could be reproduced. Troubleshooting revealed faulty power supply and damaged printer, housing as the root-cause for this issue.

Event description:
It was reported, smoke was observed coming out of the merlin programmer while in use. Additionally, it was noted the programmer was audibly buzzing, the touchscreen was no longer working as intended and the handle and printer were broken. The user of the merlin programmer and the patient were not harmed. The merlin programmer is no longer in use.